Manufacturer narrative:
Initial.

Event description:
It was reported that the user's freestyle libre 3 plus continuous glucose monitor (cgm) did not connect to the ilet system because the sensor was paired to the abbott app, which led to a bg-run suspension while a replacement cgm underwent warmup; the event was addressed with troubleshooting and education on replacing the sensor and using the ilet app only. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the reporter and analysis of the information provided. Investigation of this case revealed an interoperability problem where the sensor was in use by another device, consistent with an incorrect setup procedure, and no specific component within the ilet required attribution. It was concluded, based on previously established findings for similar reports, that the cause was traced to use error and improper setup techniques.